Event description:
Medtronic received information that during use of a 77424 eopa arterial cannula, the customer observed blood was leaking from the cannula between the red cap and the dilator. It was asked but unknown whether the device was used or replaced to complete the procedure. There was no patient impact associated with this event. Additional information: a blood transfusion was not required as a result of the leak. The cannula was not heated or cooled prior to use. There was no damage in the location of the sutures. The customer could not provide the exact quantity of blood lost but they stated that drops were coming out continuously.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The leak test performed, hemostasis cap to provide water seal with <(><<)> 5 ml leak in 30 sec at 80 mmhg (1.5 psi) head height. The hemostasis cap/dilator interface leak was less than 5 ml in 30 seconds. Reason for return was undetermined. Conclusion: after investigation at medtronic, complaint is unconfirmed for blood leaking from between the introducer and the hemostasis cap. There was no observed damage to the device and performance testing indicated that the device functions as intended. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurr ence and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.